Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment but difficulty passing the lesion was encountered. The device was removed and it was found that some struts at the proximal section was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient's status was stable.